Event description:
It was reported that the patient implanted with this pacemaker system presented to the hospital following a syncope event. This patient was noted to be pacing dependent. The pacing impedance measurements were also noted to have been decreased recently. During the device check, the auto capture feature was programmed off. This system remains in service. No additional adverse patient effects were reported.